Event description:
The user facility reported an incident described as a pt burn. Subsequent add'l info described the burn as a 3rd degree burn surrounding the incision for a glomus tumor.

Manufacturer narrative:
During at least part of the surgery, the light intensity was set at 100%. The system and the light source have been inspected by a trained service technician and found to work according to the specifications. The labeling provides a recommendation to use the lowest light setting necessary for the procedure, reducing the exposure to a minimum. Additional training has been offered.